Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One complete unused trima disposable was received by terumo bct for investigation. Initial observations noted that all present pinch clamps were in the closed position with the exception of the blue, sample bulb assembly clamp. The disposable set was visually examined for any kinks, missing parts or other disassembly and none were found. No residual air was observed within the diversion bag and the inlet and sample bag pinch clamps were confirmed to be effectively occluding the tubing lines. The disposable was placed onto a trima device as received and the pressure tests were commenced. The disposable set successfully passed the pressure tests continuing onto the ac connect screen. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Investigation is in process. A follow-up report will be provided. This report was filed beyond the 30-day timeframe due to an internal processing error. An internal CAPA has been initiated to address the issue.

Event description:
The customer reported that during the disposable set test on a trima device, the device alarmed a failure of the pressure test. Upon inspection by the customer, it was found that the sample bag had air in it. No patient (donor) was connected at the time of the event, therefore, no patient information is known. EU personal data protection laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.7 and h.10. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.